Manufacturer narrative:
The report from the field indicated that during a coronary procedure on a (B)(6) y/o male pt, the stent dislodged while pulling back into the guiding catheter. The target lesion was the proximal rca. An extensive search under fluoroscopy was done, and the stent was not located. There was no reported pt injury. No add'l info was available. Add'l info will be submitted within 30 days pon receipt.

Event description:
Stent dislodgement.